Event description:
It was reported via a journal article that the patient experienced a left retinal embolism. A retrospective review of patients treated with filter protected carotid stenting using a carotid wallstent as well as non-bsc stents was performed. One patient experienced a periprocedural left retinal embolism.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Literature citation: montorsi, p. Et al. (2014). Carotid artery stenting in patients with left ica stenosis and bovine aortic arch: a single-center experience in 60 consecutive patients treated via the right radial or brachial approach. Journal of endovascular therapy 2014 (21): 127-136. (B)(4).